Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device and no patient complications were reported.